Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the biomedical engineer that the patient was experiencing hemolysis and anemia due to outflow graft kinking. A decision was made to replace the lvad with the manufacturer's clinical trial lvad. During pump exchange, retention suture and graft erosion was noted and bleeding was observed.